Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out procedure, externalized conductors were observed by fluoroscopy. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good post-procedure.